Event description:
Reporter alleged a result of 152 mg/dl was obtained on his aviva system compared to a result of 22 mg/dl on the emt's system. Reporter stated he was unconscious when the results were obtained, and he was taken to the hospital. Reporter stated he cannot recall how he was treated but that he was given something to bring his blood glucose levels up. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent. Reporter stated he no longer has the strips, and so no product will be returned for evaluation.

Manufacturer narrative:
This medwatch report is one of the possible suspect devices used. Reference medwatch report is for the other possible suspect device used.